Event description:
It was reported that a patient experienced cut-out of lag screw after a varus collapse. It is unk if the patient was revised.

Manufacturer narrative:
This complaint was identified during review of a journal article, so information about the case is limited. There was an attempt to obtain additional information; however, it could not be gathered due to the information being very sensitive and illegal to share in (B)(4). A statement was received saying, "it is a technical problem not implant." There was no particular product part or lot information provided, so a complaint review could not be performed. Bone cut-out in the femoral head is a common complication when lag screws are used to address trochanteric fractures. The article does not mention any deficiency in the device that lead to the cut-out. The study involved elderly patients who are more likely to have poor bone quality. The amount of time required for the fracture to heal is unknown. If the fracture took a long time to heal, the likelihood of cut-out would increase. It is unknown whether low bone density or extended healing times may have contributed to the cut-out. An exact cause of the complaint cannot be determined. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. No specific part or lot number information was provided. The device history records could not be reviewed due to lack of product identification, no lot number provided. These devices are used for treatment.

Manufacturer narrative:
Information was rec'd via published literature. Please reference literature at the following location: http://www.eymj.org/synapse/data/pdfdata/0069ymj/ymj-55-1400.pdf. This report wil be amended when our investigation is complete.